Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00735. It was reported the patient's scs system was not providing adequate relief. The patient had effective stimulation prior to the issue with reprogramming sessions in the past. The patient had surgery to reposition the lead with adequate relief post-operatively.